Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported information.

Event description:
It was reported while performing a revision surgery on (B)(6) 2013, the surgeon discovered a broken coral screw that was previously implanted. The broken screw was not seen in a magnetic resonance imaging (MRI) prior to the surgery. The broken portion of the screw "was removed but was not able to be taken from the hospital." The surgeon left the remaining portion of the previously implanted screw inside the pt. The surgery was completed with no harm to the pt; however, the surgery was delayed 30-45 minutes and additional anesthesia was administered.